Manufacturer narrative:
(B)(4). The complaint rt340 adult dual heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A distributor in (B)(6) reported that an rt340 adult dual heated evaqua breathing circuit expiratory limb was leaking. This was observed before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 breathing circuit was received at fisher & paykel healthcare for evaluation and was visually inspected for damage. Results: visual inspection of the evaqua expiratory limb revealed a hole in the tubing, approximately 7cm from the patient end connector. A lot check revealed one other complaint of this nature for the lot date 130315. Conclusion: we were unable to determine how the expiratory limb came to be damaged, but based on our visual inspection the limb appeared to have been punctured by a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes; if this test detects a fault, the whole batch is set aside for further investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be susceptible to damage when exposed to rough handling or damage caused by sharp or blunt objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A distributor in (B)(6) reported that an rt340 adult dual heated evaqua breathing circuit expiratory limb was leaking. This was observed before patient use.